Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific corporation on february 24, 2010 that a stone cone nitinol urological retrieval coil was used in a "removal of the bile duct stones" procedure performed on (B)(6), 2010. According to the complainant, the device was unable to open and close inside the patient's ureter. No stone was in the device when the problem occurred. The procedure was successfully completed with another stone cone nitinol urological retrieval coil. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Patient age is reported to be over 18 years old. The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. (B)(6). Evaluation of the returned device indicates the blue sheath was kinked and fish hooked in several places along the distal end of the device, and tearing was observed along the white heat shrink. The distal stop was jammed inside the blue sheath, and the device was not able to be opened. Additionally, an accordion defect was observed at the distal tip revealing a portion of the core wire. No anatomical or procedural factors were noted which might have caused or contributed to this complaint. The most probable root cause for this complaint is undeterminable.